Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown. The customer indicated the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected failed battery alarm anomalies noted. Insulin pump received with cracked battery tube threads. No unexpected rainbow screen anomalies noted. (B)(4).